Event description:
It was reported, by transmission report, that the right ventricular (rv) lead triggered an alert for out of range impedance on the superior vena cava (svc) and right ventricular (rv) lead defib coils. It was also reported that the left ventricular (lv) lead alerted for out of range pacing impedance. Additional information from the clinic disclosed that the patient has not been seen for follow-up. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 407685 lead, implanted (B)(6) 2011, 5076-45 lead, 694958 lead, implanted (B)(6) 2005. (B)(4).